Event description:
A report was received that the patient was experiencing pain at the pocket site. The physician assessed that the ipg did not lay flat in the pocket. The patient underwent a pocket revision procedure wherein nothing was implanted or explanted. The patient was reportedly doing well following the procedure.